Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that when the customer had a blood glucose level of 100 mg/dl, his sensor glucose reading was 75 mg/dl, which caused his insulin pump to go into threshold suspend. Troubleshooting was declined. The product is not being returned. Nothing further was reported.